Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the physician found the catheter to be soft and difficult to insert without kinking. There was no reported patient injury.

Event description:
It was reported that the physician found the catheter to be soft and difficult to insert without kinking. The physician was able to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Investigation summary: although the sample was not returned for evaluation, one electronic photo was provided for review. Visual evaluation was performed. The complaint of incorrect component is inconclusive as the photo is most likely an example photo and not the photo of the actual alleged device. No evidence of kinking or catheter damage was visible in the provided photo. As it is uncertain whether the device in the provided photo is associated with the lot number on file, it is inconclusive whether the device in the provided photo is an incorrect component in a port kit.the definitive root cause could not be determined based upon available information. It is unknown if procedural issues contributed to the reported event. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.